Event description:
It was reported that the pt was seen by the company representative for reprogramming at which time she had intense rib and belly pain. When the lead was mapped out, the upper segment only yielded rib and abdominal stimulation. The bottom of the lead array was able to capture back and partially down lower left extremity to knee area. Eight days later, the physician revised the lead. It had been noted that the lead had migrated cephalad compared to the original implant location. It had then migrated even further with the pt then losing all stimulation sensation. The lead had been anchored and had a strain relief loop wrapped around the incision overlying the vertebral segments. The physician dissected away the lamina and pulled the lead down. The pt was not able to keep the coverage on the back and got coverage at the primary target of the leg and foot. The surgeon re-anchored the lead. The pt recovered without sequelae. Post-operatively, the pt was happy with the stimulation. It was also noted that the pt's programmer had quit communicating with the neurostimulator, even with a change of batteries. Another programmer was able to communicate with the device with no problems and a new programmer was issued to the pt. Subsequent reprogramming improved stimulation coverage into the pt's foot and increased stimulation to the hips but not to the back area.

Manufacturer narrative:
(B)(4).